Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging a power issue. The reporter claimed the meter would not power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event. Replacement products were sent.

Manufacturer narrative:
(B)(4) - product evaluation: the analysis of the subject meter was completed on (B)(4) 2013 by product analysis with the following findings: the analysis of the subject meter found a processing failure within the device. The meter did not work when taking readings. The analysis found that the processor u5 was defective. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.